Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a device history record (ddhr) review on legacy complaint (B)(4) found no non-conformances on this batch. Final micro and sterility tests passed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address concerns of a loosening and pain. Upon revision the patient's patella was well fixed and had no wear. The tibial and femoral components were revised and replaced. The revision operative note indicated in the pre and post op diagnosis it was a loose/failed left tka but did not specify which components were loose. At this time it is unknown if depuy cement was used. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient had depuy cement was implanted on (B)(6) 2014. At this time the depuy cement is being reported and the lot information is being updated for the femoral component and tray.

Manufacturer narrative:
Product complaint # (B)(4). Initial medwatch stated that the report was only related to the product, but report is related to adverse event with surgical intervention.